Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
Further information requested but was not received.